Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 10th january 2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint simplicity was received inside of the original folding carton. Visual inspection under magnification revealed the damaged lens was received stuck in a damaged cartridge with a cartridge crack and cartridge tip damage. The lens was removed and observed to be damaged/ torn into pieces. The handpiece was disassembled and a damaged plunger rod was observed. All of the observed defects can be attributed to excessive force used to deploy the lens, which is implied by the bent plunger rod and cartridge crack, and that the complaint lens was returned stuck in. Lens override is implied, but cannot be confirmed based on the bent plunger rod, because the customer fully retracted the plunger rod prior to returning to the complaint product. The complaint issue (all complaint codes except dc-difficult to use) was confirmed, but can be attributed to customer handling, especially excessive force during deployment, and cannot be confirmed to be related to manufacturing and therefore no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Implant date: not applicable, as the lens was not implanted. Explant date: not applicable, as the lens was not implanted; therefore, it was not explanted. (B)(6). The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that as the intraocular lens (iol) advanced with difficulty, the surgeon tried to get it out of the simplicity injector, but the lens got stuck in the cartridge which broke. There was no patient contact. Through follow-up, it was confirmed that the cartridge broke when the lens reached the tip. It was not damaged when the package was opened. The lens got stuck in the cartridge channel and believed it is damaged then. No further details were provided.